Event description:
Device issue: suture - break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that the physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, the suture broke. The device was removed and manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.